Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering insulin due to which the customer experienced hyperglycemia. The customer's blood glucose was 30 mmol/l at the time of incident. The customer's other blood glucose level was 31 mmol/l. The customer was treated with manual injections for high blood glucose levels. The customer was crappy due to high blood glucose levels. The customer alleged that the insulin ump was under delivering insulin as the they experienced high blood glucose e levels since 2 weeks and they were not feeling any better. Troubleshooting was performed and the product will not return for analysis.